Event description:
It was reported, the patient had a loss of therapeutic effect. The patient had an MRI of the neck the week prior to report. The patient "may have lost the programming" as when the patient would adjust settings, after a few minutes they would have to set it again. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information received reported that since the MRI the programming wouldn¿t ¿stay.¿ during the MRI the patient did not feel any pulling or burning sensation. Prior to the MRI, the patient would feel stimulation decrease and ¿everything was working great.¿ when the patient would walk or lie down on their side they would feel shocking. The patient had tried to adjust amplitudes for these positions, stay in the position for the device to learn, but the amplitude would not stay. It was reported stimulation was helping otherwise and they were feeling stimulation where they should. At time of report the adaptive stim feature was on, and the device was correctly detecting an upright position. The patient elected to disable adaptive stim until they could meet with a manufacturer¿s representative. The patient was seeking help with a reprogramming of the device. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information received reported the patient experienced a surging sensation. About 1 month prior to report a representative recalibrated the patient¿s device as the patient was having surging when they lied down. The day prior the patient was reported to still have been experiencing ¿random surges.¿ the random surges had started after an MRI in (B)(4) 2013. It was reported the patient would be walking, and it would randomly surge and the patient felt like they might fall down. It was noted the MRI was a ¿1.5t¿, but it was unclear if they had used a ¿t/r coil¿. It was noted the MRI was a head MRI. The patient¿s stimulation issue was also reported as overstimulation. It was noted the device was reprogrammed 2 weeks prior for recalibration of the device. It was unclear if this was the same recalibration referred to earlier. There were no apparent problems with the recalibration of the device or reprogramming. Coverage and relief were still good. The surges in stimulation were reported to occur when walking long distances. It was stated the patient had too much stimulation when they lay down. Additional information received 4 days later reported the patient was still experiencing random surges. No impedance check had been performed. It was later reported that it was ¿fairly certain a t/r coil¿ was used for the MRI.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID: 3550-39 lot# n346374, implanted: 2012 (B)(6), product type accessory; product ID: 3778-60 lot# serial# (B)(4), implanted: 2012 (B)(6), product type lead; product ID: 3778-60 lot# serial# (B)(4), implanted: 2012 (B)(6), product type lead; product ID: 37746 lot# serial# (B)(4), product type programmer, patient; product ID: 37754 lot# serial# (B)(4), product type recharger. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer via a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that in 2013, the patient had a MRI. The patient had given the MRI technician their device ID card prior to the MRI, but the MRI technician had not used a head coil. Since having that MRI, the ins has not worked well. During the week of (B)(6) 2018, the rep met with the patient and checked impedances, which showed no issues. The impedances ranged from 800-1400 ohms for all electrodes except 0, which was at 10,000 ohms. It was noted the 0 electrode was not being used in programming. Previous impedance measurements were not available to compare. The rep was able to program the patient without difficulty. On (B)(6) 2018, the patient contacted the rep stating they were unable to use any of the programs and that stimulation was too high or they could not feel stimulation. They were redirected to the doctor to have the doctor decide how to further address the patient's therapy. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep who reported that the patient was referred by the hcp for a possible replacement. Patient has not yet scheduled an appointment.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer's representative who reported that the patient had an appointment with their hcp on (B)(6) for full possible replacement. Additional information was received from the manufacturer's representative who reported that the hcp is planning to remove and replace the patient's system within the next 1-2 months.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer's representative (rep). It was reported that the patient's ins was being replaced. The patient's ins was being replaced due to the complaint of the stimulation turning on and off by itself and also increasing and decreasing by itself after the patient had an MRI. The patient has good stimulation coverage where they want it, but the healthcare provider (hcp) asked if they should change the leads. It was reviewed that it is the hcp's decision. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. It was reported that the device was explanted, however, unsure if will be saved for analysis.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.